Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a revaclear 300 dialyzer, an external blood leak was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: b5, h6 and h10. B5: it was reported that the blood leak was (one) internal leak, (previously reported as external). H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.